Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and a pooled plasma specimen exhibiting a cloudy appearance was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had reached out to the customer and provided troubleshooting related to the issue they were observing. The customer reported refrigeration of the specimens, which in many instances will facilitate fibrin formation in plasma. Bd has recommended that the customer use the bd no additive tubes (catalog 366408) and analyze un-pooled specimens. H3 other text : see section h.10

Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg(fx) collection tubes was clotting and giving erroneous results. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367925 batch no. 8215742. **the customer would like to know what they are doing wrong because they are seeing what looks like coagulation and precipitation once the plasma is pulled and the sample sits. Doesn't believe that it's an issue with the product** during the validation of the grey tops the customer is seeing what looks like coagulation and precipitation once the plasma is pulled and does not spin down well. In there study they have noticed a negative bias. Agilent 7890 gas chromatograph. Date of event is unknown. Quantity is unknown.

Manufacturer narrative:
Correction: the date of event is unknown. The date 4/1/2019 that was reported initially is the date received by manufacturer. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg(fx) collection tubes was clotting and giving erroneous results. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367925 batch no. 8215742. The customer would like to know what they are doing wrong because they are seeing what looks like coagulation and precipitation once the plasma is pulled and the sample sits. Doesn't believe that it's an issue with the product. During the validation of the grey tops the customer is seeing what looks like coagulation and precipitation once the plasma is pulled and does not spin down well. In there study they have noticed a negative bias. Agilent 7890 gas chromatograph. Date of event is unknown. Quantity is unknown.

Manufacturer narrative:
PMA/510(k) #: k945952, k901449. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride 15 mg potassium oxalate 12 mg(fx) collection tubes was clotting and giving erroneous results. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367925, batch no. 8215742. ''The customer would like to know what they are doing wrong because they are seeing what looks like coagulation and precipitation once the plasma is pulled and the sample sits. Doesn't believe that it's an issue with the product.'' During the validation of the grey tops the customer is seeing what looks like coagulation and precipitation once the plasma is pulled and does not spin down well. In there study they have noticed a negative bias. Agilent 7890 gas chromatograph. Date of event is unknown. Quantity is unknown.